Event description:
It was reported that the inner cannula of the tracheostomy tube was difficult to move. Recannulation of the patient was required. There was no patient harm reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was received for analysis and functional testing of the obturator, inner and outer cannula as well as dimensional analysis did not confirm the reported issue. The sample was manufactured according to product specification requirements.